Event description:
It was reported that this bur guard was in use with a drill that overheated during a 3rd molar extraction. The procedure was completed as intended with another device and there was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the bur guard was received for evaluation and the reported problem was verified related to bearing failure. Further investigation found this unit overdue for preventive maintenance. The information for use (IFU) provided with this product informs the user of the following: warnings: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure: prior to attaching the bur guard; a. Check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. B. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service. The customer will be contacted with additional information regarding this product.